Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure on (B)(6) 2009. There were no complications during this procedure. According to the complainant, the patient experienced continued urinary incontinence, an overactive bladder, and chronic urinary tract infections post procedure. The exact nature and date of onset of these symptoms are unknown. The implanting physician reported that the patient did not present to him with these symptoms. In (B)(6) 2010 (exact date unknown), the patient presented with pain. A scope was placed on that visit but nothing abnormal was found. Between (B)(6) 2010, a different physician diagnosed the patient with erosion of the mesh into the bladder neck. On (B)(6) 2010, the implanting physician scoped the patient and confirmed erosion. There was no exposure of the mesh outside of the body and no dehiscence. On (B)(6) 2011, the patient was scoped, had a vaginal exploration and a removal surgery. The eroded portion of the sling was removed. The right side was removed completely but the left side could not be removed. There was inflammation in the area of the eroded mesh. There were no complications during this procedure. After removal of the sling, the patient developed a vesicovaginal fistula (date of onset unknown) and scarring around the trigone. The fistula and scarring are not currently being treated. Some time after the sling removal, the patient had ureteral strictures which were stented. The patient was hospitalized several times for ureteral stenting (exact dates unknown). The patient was not prescribed any medication other than standard pain medication and antibiotics. The patient is still on pain medication. She was referred to another specialist for treatment but has not seen the specialist to date. The patient is currently reported to be stable and ambulatory.